Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. No moisture damage inside the device noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and cracked display window at bottom right side corner.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that the insulin pump has a small crack on the upper right corner of the screen and she can see condensation. Blood glucose value was around 190 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.